Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received four (4) photo samples. Three (3) photo samples showcase an overview of an all-silicone foley catheter. Fourth photo sample showcases a piece of paper with a drawing and native writing. Visual: received one (1) used all-silicone foley catheter without original packaging. Verified material number 119314 and manufacturing lot number ngjw2600. Visual inspection noted no obvious defects. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the trifurcation. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, sterile water was leaked from the inflation funnel and the shaft branch of the foley catheter.

Event description:
It was reported that during pretest, sterile water was leaked from the inflation funnel and the shaft branch of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.